Event description:
It was reported that during a arthroscopic hip surgery the retriever did not close completely and the suture slipped when it was inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4068hl batch number 5042156920 was received for evaluation. Visual inspection noted that the nitinol wire tip is not fully closed. However, it was noted that there was a slight bend on the top wire of the nitinol. A functional test was performed by opening and closing the deploy button without issue. The most likely cause of the reported failure is a misuse of the device, resulting in the bending of the nitinol wire.